Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user experienced a low blood glucose level of 61 mg/dl the night prior. The user corrected with peanut butter. No further issues were reported and the user indicated improvement thereafter.